Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind due to a motor encoder signal out of phase. The pump also had a cracked reservoir tube lip, scratched keypad overlay and minor scratches on the lcd window.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 139mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.